Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced shocking sensation in feet and legs when stimulation in on. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow-up information provided the patient had the entire system explanted on (B)(6) 2018. No new devices were implanted.